Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed with the naked eye with no issues noted. Functional testing including leak, clear passage, clamp function, and integrity seal surface testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked from an unspecified location. This issue was identified prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.